Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: loose rubber encasing on the patient cable was also observed around the controller connector ports. The reported event of atypical alarms on the mobile power unit (mpu) was confirmed via analysis of the returned mpu. The returned mpu (serial number: (B)(6)) was evaluated by service depot. During testing, the reported event was reproduced after connecting the mpu to a test system controller and mock circulatory loop. The issue was traced to the patient cable. The mpu patient cable was forwarded to product performance engineering (ppe) for further analysis. Ppe evaluation of the returned patient cable revealed damage to the gray wire of the patient cable. An electrical evaluation of the cable revealed that the gray (relative state of charge (rsoc)) was shorting to the shield. The cable jacket, shielding, and wrap were removed to inspect the underlying wires, revealing that the gray wire was damaged and exposing the inner conductors. Inspection of the damaged wires indicated that the exposed conductors could short to the shielding; this would result in the observed and reported atypical alarms while connected to the mpu. The reported event was determined to be due to damage to the gray wire; however, the root cause of the damage could not be conclusively determined. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) alarmed while the patient was asleep. The kind of alarm was not identified. The alarms occurred as soon as the patient attached even one power cord to the mpu. The patient replicated the alarms every time they switched from battery power to the mpu. The patient also checked the yellow locking mechanism in the back of the mpu and ensured that it was tightly in. The outlet was switched but the alarms persisted. The mpu was quiet with a green power light illuminated while the patient was not connected to it. It was noted that the mpu had a v-lock connector on the ac power cord. The ac power cord was not loosened from the wall outlet or the back of the unit. There were no environmental circumstances that affected ac power at the time of the event. There was no patient impact. There were no alarms on battery power. A replacement mpu was requested.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.